Event description:
It was reported that during an episode of atrial tachycardia/atrial fibrillation there was noise on the right atrial (ra) lead. No changes have been made at this time and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.